Manufacturer narrative:
Additional mdrs associated with this article: MFR report 3025141-2019-00145: case 1, MFR report 3025141-2019-00146: case 2.

Event description:
Article: "short- to mid-term results of metallic press-fit radial head arthroplasty in unstable injuries of the elbow." Flinkkila, t., kaisto, t., sirnio, k., hyvonen, p., and leppilahti, j. J bone joint surg br. 2012; 94-b: 805-10. Case 3: arh stem loosened and was explanted.